Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 132 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test.